Event description:
The customer reported that an epic ii critical care bed allegedly caught fire at the head end of the bed. Reportedly, the bed was located in the middle of an operating room and the customer allegedly used an extension cord to plug into the 110v wall outlet and connected it to the bed. The customer reported that allegedly they heard pops and crackles and then flames were seen at the head end of the bed where the power cord plugs into the bed. There was no pt involvement and no injuries were reported.